Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self-activated after both slides were primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. The cannula self-activated during the drop test, therefore, the investigation is confirmed for self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation, as functional testing could not be completed due to the cannula self-activation. Upon disassembly it was noted that the left bumper was overlapped by the stylet spring. It is likely that the overlapped left bumper contributed to the reported and identified self-activation, however, based upon available information the definitive root cause is unknown. It is unknown if procedural issues contributed to the reported and identified issues. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for a breast biopsy, the device allegedly self-activated after both slides were primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.